Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the presence of yellow particulate matter inside the syringe. The particulate matter within the syringe could not be identified. It most likely entered the syringe during the manufacturing process at the vendor's manufacturing site; the syringe is not manufactured at applied medical's facility. During the manufacturing process, all kii® balloon blunt tip trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report represents the combined initial and final report and was created as a follow up to medwatch report # (B)(4) received on october 04, 2016. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed - unknown - "the unit was not used in the patient. Opened a c0r47 and noticed that the syringe had some discoloration and it was stained inside. Opened another one and syringe had same discoloration." Additional information received via medwatch#(B)(4) event description: "the device was opened for use. A stain was noted on the syringe portion of the system. The device was removed from use immediately. There was no harm to the patient."